Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports this was a newly placed palindrome catheter. The pt woke up in the night complaining they felt warmth. Per customer report, the catheter split in half in the portion between the skin and the adapter. Catheter had to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.